Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.